Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
Customer reported that she was hospitalized for high blood glucose and ketoacidosis. Customer stated that the button keypad was unresponsive and the display was frozen. No further information was provided.